Event description:
It was reported that the user experienced hypoglycemia after meal announcements following a factory reset of the ilet pump, with one hyperglycemic episode after breakfast and subsequent lows thought to be related to aggressive meal dosing and a missed dinner announcement; the user also paused the pump due to concern about ongoing insulin delivery. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose. Investigation included user education and troubleshooting, including guidance on post¿factory reset learning behavior and use of the pump pause feature, and escalation to clinical support. Investigation of this case revealed that post-reset algorithm recalibration and a missed meal announcement were plausible contributors to perceived aggressive meal dosing, with no evidence of device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.